Event description:
It was reported that the multigen radiofrequency generator was registering on the EKG strip during a procedure. There was no adverse consequences, medical intervention or surgical delay reported. There was no impact to the patient.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the multigen radiofrequency generator was registering on the EKG strip during a procedure. There was no adverse consequences, medical intervention or surgical delay reported. There was no impact to the patient.